Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a failed battery test alarm after receiving a motor error alarm during bolus delivery. Customer's blood glucose was 318 mg/dl. Customer declined troubleshooting for motor error alarm. During troubleshooting for failed battery test alarm, it was found that a piece was missing from the battery compartment. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alert and no motor error alarm noted during test. Motor passed motor test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and broken battery tube threads.